Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the right intermediate siderail latch spring was bent. He replaced the latch spring to repair the bed.